Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had critical error. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
Device passed displacement, rewind, prime or seating, basic occlusion, force sensor, sleep current measurement, active current measurement, and self tests; it failed occlusion test. No unexpected critical pump errors (open book image) were noted during testing. During the fill cannula portion of the occlusion test, the device returned an "insulin flow block" error message. After further review, did not note any signs of previous moisture presence or corrosion on any of the boards, assemblies, and the motor inside the device. The "insulin flow block" is probably due to the electronics.